Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the tube drive arm. Front cover, rear case, keypad, barrel clamp, internal frame, carriage block assy, sleeve drive arm, retainer, wiper seal, left/right iui connector & top disk holder. Replaced bent tube drivearm. Replaced front cover, rear case, keypad, barrel clamp, internal frame, carriage block assy, sleeve drivearm, retainer, wiper seal, left/right iui connector & top disk holder a review of the device history record for sn (B)(4) was performed from date of manufacture 04/02/2008 to the present date 10/14/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that there was a damaged plunger force. No patient involvement was noted.